Manufacturer narrative:
The patient experienced distal embolization. This is being reported as part of the clinical registry. Cross reference MFR report numbers: 3009784280-2020-00078, 3009784280-2020-00079, 3009784280-2020-00080. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the registry, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date report source: foreign- (B)(6)/ study name: (B)(6): patient ID #(B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, there was no report of a device malfunction. Device was discarded, thus no product evaluation was performed. Per the IFU, embolism is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, three stellarex catheters were used to treat the target lesion of the left mid sfa. During the procedure, the patient experienced distal embolization, which required revascularization of the target lesion. The physician indicated this is related to the use of the study device and procedure, however there was no report of a device malfunction.